Manufacturer narrative:
The event history log review was performed and revealed an occurrence of ¿improper shutdown!" Was observed. The event history log revealed the user unplugged the power cord, two minutes later powered on the pump on and an ¿improper shutdown was experienced. An ¿improper shutdown!¿ message occurs at power up following power loss to the pump. The history log cannot be used to determine how power became disconnected. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "improper shutdown" was not confirmed. The battery module was tested with a known good pump and no alarms occurred. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition could not be determined. The battery cell will require replacement per service procedure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless module had improper shutdown during testing in the biomedical service department. There was no patient involvement. No additional information is available.